Event description:
The pt reportedly experienced a loss of lock with his internal device. Testing of the device indicated abnormal findings in capacity test. Surgically to explant the pt's device will be scheduled.